Event description:
PICC [peripherally inserted central catheter] line placed [redacted] and started to backflow and had a hole in the line close to the butterfly part on [redacted]-4 days later. It was leaking out blood and tpn [total parenteral nutrition]. Line had to be removed.